Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Healthcare provider reported to sales representative that they discovered alleged leakage when flushing a broviac catheter with nacl. The broviac was said to have been placed on (B)(6) 2014. Alleged leakage was said to have occurred on (B)(6) 2015. Facility reported using a repair kit. The healthcare provider reported that the patient receives the broviac catheter from the home department and is transported to the anesthesiology department for placement. The lot number was reported as unknown. Catheter care is reported as follows: the catheter is said to be flushed with nacl using a 10ml syringe, is locked with heparin, and is said to not be used for power injections. Treatment in all catheters reported by facility is: nacl, tpn and antibiotics. All other treatment is said to be given in alternative pvk. It was reported that the patient was receiving tpn through the catheter for helping treat short-bowel syndrome. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a catheter leak was confirmed, and the cause appeared to be use related. The product returned for evaluation was a segment of 6.6fr broviac catheter. A small hole in the catheter was observed at the edge of the crimp collar. The damage site was 0.1¿ proximal to the underlying luer keyway and was located along the edge of one of the two protrusions on the collar. The crimp collar itself appeared to be manufactured according to specification. Microscopic examination showed that the fracture surface was rough and granular in appearance and tactile evaluation of the catheter showed multiple necking points along the length of the clamping oversleeve. It appeared that the damage was the result of repeated sharp kinks at the luer which eventually wore the underlying catheter. This type of damage can be avoided by reducing the angle/force of kinking movements on the catheter.